Manufacturer narrative:
(B)(4). On an unreported date, the patient suffered a fractured hip (previously reported as a cracked pelvis). The patient was discharged from the hospital but was still recovering from the fractured hip and peritonitis. After the patient was discharged from the hospital, pd therapy resumed. The patient and her husband have been retrained on proper aseptic technique. The nurse declined to provide any further information.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse of fell, cracked pelvis, touch contamination, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the consumer. On (B)(6) 2012, the patient was hospitalized for an unreported indication. On an unreported date, the patient fell and cracked her pelvis. On (B)(6) 2012, the patient experienced peritonitis. The cause of and the treatment for the peritonitis was not reported. On (B)(6) 2012, follow up information was received by global pharmacovigilance (gpv) from the nurse. The nurse was able to confirm the case of peritonitis but was unable to provide the onset date of the event. On (B)(6) 2012, the patient fell and experienced a cracked pelvis. On that same day, the patient was admitted to the hospital. On an unreported date, the patient began treatment with ceftazime (dose, frequence and route unknown) for the peritonitis. Treatment for the cracked pelvis included an unknown pain killer, antibiotic therapy, and bed rest. On (B)(6) 2012, the patient was switched to hemodialysis. The pd catheter was not removed because the hospital did not have a vascular surgeon available to remove it. On (B)(6) 2012, the patient was transferred to a hospital near her home. At the time of this report, the patient remained hospitalized. The nurse could not confirm if the patient was still on hemodialysis. The nurse clarified that the cause of the peritonitis was touch contamination. At the time of this report, the patient was recovering from the peritonitis and cracked pelvis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, described as touch contamination; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.